Event description:
This complaint is from a literature source and the following citation was reviewed:heeger ch, sano m, popescu s, subin b, feher m, phan hl, kirstein b, vogler j, eitel c, hatahet s, kuck kh, tilz rr. Very high-power short-duration ablation for pulmonary vein isolation utilizing a very-close protocol-the fast and furious pvi study. Europace. 2023 mar 30;25(3):880-888. Doi: 10.1093/europace/euac243. Pmid: 36546582; pmcid: pmc10062369. Objective and methods: the aim of this study was to evaluate the safety and efficacy of very high-power short-duration (vhp-sd) ablation for pulmonary vein isolation (pvi) utilizing a very-close protocol in comparison with standard ablation. A total of 50 consecutive patients with symptomatic atrial fibrillation (af) were treated with a very-close protocol utilizing vhp-sd (vhp-sd group). Lot, model, and catalog number are not available, but the suspected biosense webster device is possibly associated with reported adverse events: qdot micro ablation catheter other concomitant biosense wesbter devices that were also used in this study: carto 3 v7, pentaray, lasso nav, thermocool smart-touch surround flow catheter non-biosense webster devices that were also used in this study: n/a adverse event(s) and provided interventions: one patient experienced cardiac tamponade. Three patients experienced severe bleeding and four patients experienced minor bleeding. One patient experienced pericardial effusion.

Manufacturer narrative:
This complaint is from a literature source and the following citation was reviewed:heeger ch, sano m, popescu s, subin b, feher m, phan hl, kirstein b, vogler j, eitel c, hatahet s, kuck kh, tilz rr. Very high-power short-duration ablation for pulmonary vein isolation utilizing a very-close protocol-the fast and furious pvi study. Europace. 2023 mar 30;25(3):880-888. Doi: 10.1093/europace/euac243. Pmid: 36546582; pmcid: pmc10062369. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's reference number: (B)(4).